Event description:
Ans received a report in 2009, that the patient was implanted with a scs system two months prior. Patient developed an infection at the lead incision site and the scs system was explanted on the day prior to report. A culture was taken of the incision site. No additional information is available at this time. Product was returned to ans for evaluation on 10/19/2009.

Manufacturer narrative:
Evaluation: visual inspection and electrical testing was performed. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead paddles as returned was clear and undamaged. The lead tubing/segments had a reddish discoloration and various cuts in the outer tubing. There was compression damage to one of the lead segments. The terminal end electrode was missing from the 9-16 lead segment and found in the header. The lead as received failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records or from the evaluation of the lead. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.